Event description:
The customer reported that during an ladg, oozing occurred although an end tone, indicating a completed seal cycle, was heard. A new device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.